Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized due to hypoglycemia. Patient reported defects in infusion set. Insulin was squirted to her body as she was trying to fix insulin flow blocked. The blood glucose level was 40 mg/dl. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.